Manufacturer narrative:
The patient died while using a medical product, but there was no suspected association between the death and the use of the product. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through the implant patient registry that a 25mm 11500a aortic valve, was explanted after an implant duration of two (2) years, 29 days due to endocarditis. The explanted valve was replaced with a 23mm 11500a valve. The patient expired in the or. Per medical records, the patient had aortic stenosis with partial dehiscence with pvl and ascending aortic aneurysm. The patient had tested positive for gram-positive cocci bacteremia from strep with poor dentition and dental abscess. Intraoperatively, massive destruction was noted to the aortomitral curtain and partial dehiscence of the aortic valve due to endocarditis. An aortic root abscess spread over toward the noncoronary cusp of the native mitral leaflet with large amounts of thrombotic material. The 25mm 11500a aortic valve was excised, and the surgeon performed extensive debridement of the necrotic material just below the aortic annulus. The surgeon moved on to the lvot where there was an extensive clot with extensive destruction. Necrotic muscle was resected above the anterior mitral anulus, the aortomitral curtain patched, aortic root patched, and the previous ascending aortic graft was completely removed due to potential for infection. Another surgeon was consulted mid-surgery due to the complexity of the case. An 27mm 11400m mitral valve was seated in the mitral position and sutured in place. A 23mm 11500a aortic valve was seated with free clearance of the right coronary artery and adequate clearance of the left. The surgeon decided to perform a CABG on the lad. This proved to be very difficult. The surgeon had difficulty locating the lad and had to make multiple incisions up and down the front wall of the heart before finally locating it. Once the heart was de-aired, the aortic valve was competent, but the mitral valve had pvl extending into the laa. It was not confirmed that it was severe enough to require re-repair after consultation with another surgeon. Patient was weaned from bypass and decannulated when the patient subsequently deteriorated and required open cardiac massage. Heparin was administered and dose of feiba was administered to help solve the severe coagulopathy that was encountered. The patient became hypotensive, and it was evident that the ECMO circuit had clotted. Tee showed minimal cardiac activity. A large amount of clot was observed in the left ventricle, which was a terminal event. The patient then expired.

Event description:
It was learned through the implant patient registry that a 25mm 11500a aortic valve, was explanted after an implant duration of two (2) years, 29 days due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. The patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as the request for device return was denied by the hospital. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.